Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All buttons functioning properly no damage on the keypad assembly. Inspected j2 connector on lcd and no unlock keypad connector. Unit received with minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 474 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the buttons are too stiff to press and has issues filling the tubing. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.